Manufacturer narrative:
(B)(4). Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide and all the printed pouches for disposable products that are intended for single use are labeled with "this device is intended for single use only". Patients are warned to not reconnect solution bags. There are also instructions to not replace empty solution bags or reconnect disconnected solution bags during their therapy. If a bag becomes disconnected during their therapy, they are instructed to follow the instructions. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
During troubleshooting for an unrelated alarm, the patient reported that they removed the empty heater bag and replaced it with another bag, as instructed by the peritoneal dialysis registered nurse (pdrn). Baxter's technical service representative (tsr) explained to the patient that they should not be reusing supplies and assisted in ending therapy. There was no patient injury or adverse event associated with this report.